Event description:
The doctor reported that the implant was removed due to loss of osseointegration approximately 2 years 3 months after initial implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was poor. During the implant removal surgery, bone resorption around implant placement was reported. The patient has since recovered.